Manufacturer narrative:
It was reported that after the stent placement, it was found that the stent did not expand at all, and the removed stent did not expand after the removal out of the patient's body. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the non-expanded stent in attached photo and the returned stent in state of expanded, it is assumed that the stent was not expanded temporarily due to curve and strong pressure of patient's stenosis, and the removed stent even out of the patient's body was not expanded temporarily due to condition of the procedure. And then, the stent was expanded during the shipment, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This complaint is assumed that it was a malfunction of the device due to the strong pressure of the patient's lesion and condition of the procedure, there will be continued monitoring of the same or similar customer complaints.

Event description:
The physician tried to place niti-s covered stent (est1808f) after the stent placement, it was found that the stent did not expand at all, so it was removed. The device was removed and another stent (est1810f) was used to finish the procedure. The removed stent did not expand after the removal out of the patient's body.

Manufacturer narrative:
It was reported that the stent did not expand at all after the stent placement. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The physician tried to place niti-s covered stent (est1808f) after the stent placement, it was found that the stent did not expand at all, so it was removed. The device was removed and another stent (est1810f) was used to finish the procedure. The removed stent did not expand after the removal out of the patient's body.